Event description:
The customer reported burn marks in the bulb during maintenance, involving an olympus xenon light source. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.